Manufacturer narrative:
(B)(4). After reviewing the instrument the following was noted, the rivet on the tip is shared off, the pull rod or drawbar is bent. The instrument is one of the old designs with a stop mechanism on the handle. Also the instrument is made with the 5mm tip. The components have different lots. When reviewing the device history of the applicable lot it could be confirmed that the right material all specified and required components have been used. All defined and specified working steps are recorded. The breakage of the tip is caused by overloading the device. Please consider that the product is made in the design with the stop mechanism. All products that are made with this mechanism will only work properly if all components are from the same lot code. The root cause is overstressing of the device during use. Teleflex will continue to monitor and trend related events.

Event description:
The surgeon was performing a laparoscopic cholecystectomy, the scrub nurse loaded the applier several times for this procedure. The applier fell apart for the final clipping. All three broken pieces were recovered from the patient without any intervention. The patient's condition was reported as fine.